Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the device during the call, but the issue was later resolved when the pump was reset successfully.